Manufacturer narrative:
G1, h6 - updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could be confirmed. While the allegation was confirmed, the exact problem source for the compromised filter-pros could not be identified with any confidence. No further action will be conducted at this time. Complaint information will continue to be monitored for any new information or adverse trends and further actions taken accordingly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that there was blood leakage from filter pro. There was no disinfection or sterilization, and no infectious disease occurred. There was no patient harm or adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.